Event description:
A pt reported experiencing inaccurate erratic results with a one touch basic meter. The pt's blood glucose results were 113, 320 and 551 mg/dl. Tests were done within 10 minutes with a difference of 79%. Pt is cleaning their meter with alcohol and peroxide. Pt did not experience any adverse events. No further info has been reported.